Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was involved in an underinfusion incident. The solution being infused was fluorouracil. The report indicated that the weight of the device decreased by 23 grams during the infusion; however, the fill volume and actual flow rate were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.